Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas and reported the text on the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.